Event description:
It was reported that a merlin.net transmission revealed that the patient's ventricular lead exhibited noise after experiencing a fall. The patient was seen for a follow up and noise was not able to be reproduced with isometrics. The patient will be monitored daily via merlin.net and will be seen in 3 months for check up. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).